Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "pinnacle revision due to superior polyethylene wear." The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from "(B)(4) pinnacle revision swleoc". Review of the photographic evidence found the rim of the pinn mar +4 10d 32idx48od fractured, fragments can be observed on the provided photo. Deformation was also found on the edge of the liner. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. However, based on the provided evidence no signs of wear were observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was not confirmed as the observed condition of the pinn mar +4 10d 32idx48od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Pinnacle revision. Due to superior polyethylene wear. Doi: unknown. Doe: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.